Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence. It was said that the device was troubleshot by trying inflating and deflating it but the patient was still leaking. All components were removed and replaced. There were no patient complications.